Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented in clinic due to inappropriate shock from their implantable cardioverter defibrillator (ICD). Interrogation of the device revealed that it exhibited unspecified oversensing that caused the patient to go into ventricular fibrillation (vf), which caused the inappropriate shock. It was noted that the ICD had charged too many times due to these vf episodes which caused premature battery depletion, resulting in the device to inappropriately go into backup mode. Programming changes were made to reset the ICD, however the physician elected to replace the device due to premature battery depletion. The ICD was explanted and replaced. Patient was stable.